Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's muffler assembly, machine flow sensor, blower assembly and blower bellows were replaced to address the issues. There was evidence of dust and dirt contamination.

Manufacturer narrative:
H3 other text : third-party service center.